Manufacturer narrative:
The device was returned to the endochoice service center for evaluation and repair. A leak was identified requiring a repair, from which the scope was repaired to address minor fluid invasion due to a broken f3 (air/water) window at the distal tip. In addition, a problem with the image was identified requiring repair, from which internal electronic components were cleaned and the ccd camera assembly of the distal tip was replaced.

Event description:
It was reported that all 3 images were lost. We were unable to determine whether this occurred during a case. There was no report of injury or other negative health consequence to any patient.